Event description:
Customer reported that a false positive reaction (4+) was obtained in the anti-d micro well with one patient tested. No mts control gel card was tested against the patient. Customer reports that none was required/used due to the negative results obtained in the anti-a and anti-b micro wells. Customer reports that the results were released. Ocd verified that the patient in question was not treated or transfused based on the initial reported typing of the patient as an o pos.

Manufacturer narrative:
Batch record review was performed. Product met all release specifications. Customer performed repeat testing of the patient sample with another card from the same. Satisfactory results were observed. Customer indicates their confidence that the root cause of the concern is not related to a potential defect in product, but rather technical error or technique.